Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle joint arthroscopy metal debris was produced from the device. The fragments were not retrieved and a second surgery is required. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. Update avoe 23-aug-2023: it was confirmed that not all the debris could be removed. For the moment, no second surgery is planned.

Event description:
Update: 25-oct-2023. It was further reported that the patient got a metallosis and a joint inflammation after the surgery. The same failure occurred with the same device in a different surgery, which was performed by a different surgeon. (B)(4) was created for this additional incident. Update, 15-nov-2023. Additional to the used device 3 original packed devices were received.

Manufacturer narrative:
Additional info: b.1 set to adverse event. B.2 set as other serious (important medical events). B.5 event updated. H.1 updated to serious injury. H.3 device evaluation changed. H.6 updated. The complaint is confirmed. One unpacked ar-7300ds dissector, sj, 3.0 mm x 7 cm batch/serial number (B)(6), was received for evaluation. Visual inspection identified heavy, horizontal gouges along the outer diameter of the distal tube, consistent with a site of metal debris production at the cutting head. Scratches lines were observed inside the outer tube. After removing the outer box, horizontal wear was also observed at the proximal end at the tip and along the inner tube shaft. The inner tube¿s tooth shows gouges and damage. The evidence observed shows that the event is consistent with prying/leveraging against bone. It was noted that the inner tube moves freely and without resistance inside the outer tube. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. -the most likely cause of the reported event is a user error. Per dfu-0215-7 at revision 0. Section f. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases, will cause irreversible damage to the device.